Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported feeling a vibration every 2.5 minutes and indicated hearing an alert. The patient indicated holding a magnet when alert was heard. The device remains in use. No patient complications have been reported as a result of this event.